Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an atrial tachycardia with 1:1 conduction that accelerated into the ventricular tachycardia (vt) zone. The device classified the rhythm as ventricular tachycardia, resulting in three inappropriate anti-tachycardia pacing (atp) therapies followed by four inappropriate shocks. The rhythm remained atrial tachycardia with 1:1 conduction. The device remains in service. No adverse patient effects were reported.